Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: this product was found to have a broken needle when the package was opened;

Manufacturer narrative:
Investigation findings: after sample review defect can be confirmed. The accurate root cause of the reported issue could not be determined. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with damaged parts like the tip of the barrel. Based on this fact, we think that the syringe could be damaged as a consequence of a blockage during the barrel feeding process. After that, the tip of the syringe was damaged and not detected by the assembly machine. That finally produced the tip bent during use of the product.

Event description:
Na.